Event description:
Customer reported the male luer on the secondary infusion set broke off inside the smartsite valve upon disconnect, allowing the primary fluid to leak out of the port. A 70% alcohol was used to cleanse the smartsite valve. There was no report of patient harm or medical intervention required. No further patient/event information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation should the device be received for evaluation.